Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that "pt had hydroset implanted. About two weeks after the surgery, pt presented with a large hematoma, and when they drained the hematoma, it was reported that hydroset came out."